Manufacturer narrative:
The investigation for the product damage has been completed. Product was not returned for investigation and data logs are not relevant to the complication. It was reported that the sterile sleeve ripped during pump repositioning and that excessive force was used. Based on clinical details, the root cause of the sterile sleeve rip was determined to most likely be a use issue. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that during repositioning of an impella 5.5 pump, the sterile sleeve came off of the repositioning sheath. The nurse wrapped the exposed catheter in sterile gauze and transparent film dressings. Support with the implanted pump continued following the troubleshooting steps. There was no patient harm. The patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.